Event description:
It was reported that the lead exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in two pieces. The inner insulation was abraded at 24.8 cm to 25.0 cm from the lead tip. The damage was consistent with clavicular crush.